Manufacturer narrative:
This event is being recorded under (B)(4). G2: foreign - event occurred in china. (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the device's actual depth differed significantly from the set depth resulting in a thinner graft. No additional graft or harm was noted. A five minute delay was noted. Diligence is complete.